Manufacturer narrative:
A product investigation was completed: per the technique guide, the 391.952 mesh cutter is an instrument routinely used in the low profile neuro plating system. The returned device appears fairly worn but in otherwise good working condition. The device was manufactured in june 2003 and is over eleven years old. The device was returned and reported to have chipped its cutting edge. This condition is confirmed; the distal 5mm of one of the cutting edges has chipped off and is no longer attached to the device. It is likely that consistent use over eleven years has led to this complaint condition. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The complaint condition for the 391.952 lot number a7ma26 mesh cutter was likely caused by consistent use over more than eleven years; however, this complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. Device was received by the manufacturer for review/investigation on january 19, 2015. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Device history review: manufacturing date: june 26, 2003 - the device history record review could not be performed as the records could not be identified due to the age of the instrument. The instrument is 12 years old. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, while checking a modular craniofacial set, it was discovered that a mesh cutter had broken at the jaw. The inside jaw had apparently chipped, rendering it not usable. The product did not break during surgery and did not involve a patient or concomitant depuy synthes product. This report is 1 of 1 for (B)(4).